Event description:
New information received notes that the patient expired. It was reported that the cause of the death was due to malfunction of the device.

Event description:
It was reported that patient presented in the hospital after receiving multiple inappropriate therapies. Upon interrogation, device was found to be in bvvi mode. Patient was admitted for revision. It was then noted that the device could not be interrogated and was explanted. Patient was fine post-procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The reported inappropriate therapy delivery was confirmed in the laboratory via review of the electrograms and was due to diagnosing atrial tachycardia with rapid response as ventricular fibrillation. The reported backup vvi was confirmed in the laboratory via review of the device image. The device was tested on the bench and an anomalous component on the hybrid was determined to be the cause of the reported backup vvi.